Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and the provided photographic evidence confirm, the reported allegation. The device presents a condition of constant and heavy usage with several scratches. Additionally, the etch was found faded, making it difficult to read. However, no sigs of foreign substances were found on the device. Additional monitoring, for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was retrieved for this device. H10 additional narrative: added: d9 corrected: g1, h3

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported at multicare (B)(6) hospital there have been challenges with sterility of instrument trays, both vendor and hospital trays. There have been multiple reasons for these challenges. One thing the staff is seeing are black and/or blue flakes on the wraps. The hospital staff discussed the wear of the labeling paint that is on the sides of the depuy attune trays. They do not know if this is the cause of the issue but they asked that any tray with wear of this labeling to be removed from the hospital. We have removed these trays from cases and are replacing them with new trays/shells.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a) was/were there any adverse consequence/s that affected the patient because of the reported event? No direct impact on the patient. Some surgeries were rescheduled due to contaminated trays but it has not been determined what the source of the contaminations was. The staff was finding black flecks on the blue wraps when some trays were opened for procedures. These flecks were seen in both vendors and in house trays. B) was there a surgical delay? If yes, what is the duration of the delay? There were delays due to the black flecks that were found in the wraps. The source of these flecks was unknown but due to the wear on the labeling of this tray, it was thought that this could possibly be the source. The delay varies.